Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the pump battery could not be charged. Customer¿s blood glucose level was 167 mg/dl. The customer reverted to an alternate method of insulin therapy.